Event description:
During an open colectomy procedure, the cut line was jagged and staples were not formed properly. Over-sewed the staple line, and used another like device to complete the procedure. There was no pt consequence.